Manufacturer narrative:
A battery was returned to heartware for evaluation. The pump was not returned as it remains implanted. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Analysis of the data logs revealed one (1) suction alarm, two (2) low flow alarms, and two (2) critical battery alarms, confirming the reported alarms. Log files also revealed six (6) losses of power to the controller on (B)(6) 2015. The critical battery alarms logged for (B)(4) occurred after the charge level discharged below 10% indicating normal function and discharge rate. (B)(4) was not tested as it is part of fsca (B)(4) for batteries with possible premature or unrecognized battery depletion events. There is no evidence that a device malfunction caused or contributed to the reported event. There is no evidence that a device malfunction caused or contributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. When one battery is depleted to less than 25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4). Device remains implanted.

Event description:
It was reported via the clinical study that this patient came to clinic with complaints of three (3) "critical battery" alarms. The patient and wife were uncertain why they occurred. Log files were sent. No further information was provided.